Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The dilator was flushed with fluid; however, no functional anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an af ablation procedure, a blood leak occurred. When inserting the sheath, a crack was noted on the tip of the inner sheath allowing blood to leak from the crack. The device was replaced and the procedure was completed with no adverse patient consequences.